Event description:
The report received indicated that upon entry of the optease retrieval filter into the sheath, the filter (barbs) got stuck in the sheath. The entire system was removed and a new optease system was used to complete the procedure. Further information indicated that when the physician proceeded to load the optease into the long sheath, it would not advance any further than the common iliac as it became stuck in the sheath. At this point, the physician increased the pressure with which he normally advances the product but it would not move, therefore, he pulled the long sheath back to the common femoral artery until the optease came out of the access site. The physician noted that the hooks of the optease were coming out of the sheath. The physician indicated that he had to cut the long sheath and remove it from the wire. A new long sheath and filter were used to complete the procedure. There was no patient injury. There was no harm to the patient. The patient's anatomy was not tortuous.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.